Event description:
Consumer reported that the needles bend during injection. Consumer also reported that one needle broke off in the injection site. Consumer stated that she went to the ER to have the needle removed. Needle was removed by the doctor. Consumer said she did not have any pain or discomfort. Consumer discarded the box but was able to provide the lot # from the tear drop label. Lot #: 9121953 catalog #: unknown date of event: 11-18-24 samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.